Manufacturer narrative:
This investigation is on-going.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements resulting in loss of capture (loc). There was also evidence of gradually increasing impedance measurements. The outputs were increased and the patient will be seen again a month. No adverse patient effects were reported.

Manufacturer narrative:
Several attempts have been made to obtain further information, however they were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.